Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from an healthcare provider (hcp), via a consumer, regarding a patient who was receiving the following medications via their implanted intrathecal pump: baclofen (concentration: 10 mcg/ml, dose rate: 5.4 mcg/day), morphine (concentration 20 mg/ml, dose rate: 10 mg/day), fentanyl (concentration: 5000 mcg/ml, dose rate: 720 mcg/day), bupivacaine (concentration: 0.05 mg/ml, dose rate: 0.1 mg/day), and clonidine (concentration: 50 mcg/ml, dose rate 27 mcg/day). The manufacturer/type of baclofen administered via the pump and drug lot number were unknown / not reported. The indication for use regarding the pump was non-malignant pain and chronic low back pain. Medical history and concomitant medications were unknown. On an unspecified date, the patient experienced increased pain; falls or accidents were denied. On (B)(6) 2015, a dye study was performed and the physician was unable to aspirate the catheter. As of (B)(6) 2015, a catheter revision was planned but not scheduled, the issue was unresolved, and the patient status was reported as "alive - no injury." Additional information regarding the onset of the event, baclofen details, medical history, concomitant medications, cause of the inability to aspirate the catheter and increased pain, actions/intervent ions to resolve the catheter issue and pain, and resolution of the patient's pain has been requested. If additional information is received, a follow-up report will be sent.